Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(6). Batch: 2000021848/2000021847.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The explanted devices were kept by the medical facility.